Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, is it likely that the connection portion of the water channel in the scope connector came off, causing water invasion into the scope connector, and the printed circuit board in the scope connector shorted out. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited error code e315 (incompatible scope error) due to corrosion on the endoscope connector. There were no reports of patient involvement.